Manufacturer narrative:
The insulin pump was received button error alarms due to flattened dome and corrosion on up arrow button. The pump was received with cracked case at all corners of display window, broken reservoir tube lip, cracked reservoir tube, broken belt clip slot and scratched display window. The belt clip was not received, unable to confirm belt clip anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 96 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.